Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm cutter was not cutting through the tissue but stated that the tissue may have been too tough. A side biter and a regular pinch was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to maquet cardiac surgery for evaluation. Evidence of blood and signs of clinical use was observed. The safety lock on the cutter was disengaged and the actuation button was fully depressed. The cutter was in a deployed state with the actuation button approximately 1 inch inside the tool. There was tissue on the cutter. No visual deformities or signs of tampering to the device were observed. Based on the returned condition of the device, the reported complaint, "failure to fire" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm cutter was not cutting through the tissue but stated that the tissue may have been too tough. A side biter and a regular pinch was used to complete the procedure. The hospital did not report any patient effects.